Event description:
The following information was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After deploying the aortic extender (pla280300j), it migrated distally and dislodged into the aneurysm sac from the proximal neck. An additional trunk ipsilateral leg and two contralateral legs were deployed through the aortic extender. A type ii endoleak was observed, but no further treatment was performed and the physician decided to monitor the patient. The patient tolerated the procedure. On an unknown date, during the follow-up, a type I endoleak was observed at the distal end of the contralateral leg (plc231000j), which was placed towards the right common iliac artery. On (B)(6) 2024, a reintervention was performed. Two stent grafts were additionally implanted in the right internal and external arteries to extend the contralateral leg (plc231000j) distally. Although no endoleak was observed in the contralateral leg (plc231400j) implanted in the left common iliac artery, two stent grafts were additionally placed in the left internal and external arteries for the future risk of endoleak. The patient tolerated the procedure. The physician¿s comment: ¿although no endoleak was observed in the left contralateral leg, I performed a preventive intervention for potential risk¿.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.